Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode stored an episode showing smart pass was disabled. A review of the episode showed a non-physiologic noise artifact that was oversensed. Additionally, small amplitude r-waves were noted. Technical services recommended seeing the patient for troubleshooting and to perform x-rays. The device was currently programmed to the secondary sense vector. X-rays were not conclusive for an electrode fracture. Troubleshooting with patient postures and movements was performed and noise was produced when the patient turned their upper torso to the left and to the right. Technical services reviewed the data and confirmed the shock impedance measurements were within normal range. The primary sense vector appeared the best option. The health care professional (hcp) confirmed the device was programmed to primary and the beeping tones were demonstrated for the patient, and the s-ICD system would continue to be monitored in the remote monitoring system. Four years later, it was reported this patient had passed away. The patient had been non-compliant with remote monitoring transmissions and in-clinic appointments. A device interrogation post-mortem showed the patient had received appropriate shocks from the device on the date of death, and some shocks had high, out-of-range impedance measurements. Additionally, during the shocks, some undersensing and oversensing was observed, with some inhibition of post-shock pacing. One episode showed that a delivered shock induced a ventricular fibrillation (vf). The system was explanted and returned for analysis. An electrode fracture was suspected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this electrode was severed approximately 327 mm from the terminal end. Resistance testing performed on the sense b cable confirmed this conductor was intact. Visual examination determined the sensing cable and the hv cables were all fractured approximately 327 mm from the terminal pin just distal to the proximal sense ring. Arcing damage, melted metal, and discoloration were observed at the fracture site. This arcing damage likely occurred when the electrode was still intact while implanted, when the device delivered appropriate shock therapy to the patient. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode stored an episode showing smart pass was disabled. A review of the episode showed a non-physiologic noise artifact that was oversensed. Additionally, small amplitude r-waves were noted. Technical services recommended seeing the patient for troubleshooting and to perform x-rays. The device was currently programmed to the secondary sense vector. X-rays were not conclusive for an electrode fracture. Troubleshooting with patient postures and movements was performed and noise was produced when the patient turned their upper torso to the left and to the right. Technical services reviewed the data and confirmed the shock impedance measurements were within normal range. The primary sense vector appeared the best option. The health care professional (hcp) confirmed the device was programmed to primary and the beeping tones were demonstrated for the patient, and the s-ICD system would continue to be monitored in the remote monitoring system. Four years later, it was reported this patient had passed away. The patient had been non-compliant with remote monitoring transmissions and in-clinic appointments. A device interrogation post-mortem showed the patient had received appropriate shocks from the device on the date of death, and some shocks had high, out-of-range impedance measurements. Additionally, during the shocks, some undersensing and oversensing was observed, with some inhibition of post-shock pacing. One episode showed that a delivered shock induced a ventricular fibrillation (vf). The system was explanted and returned for analysis. An electrode fracture was suspected.